Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set cannula may not be delivering the medicine and leaking on (B)(6) 2025. The patient also had dyskinesia. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2025-03720) was submitted on january 14, 2025. The case was initially reported with the malfunction code for an occlusion in the tubing. However, according to the description, the appropriate malfunction code should have been "occlusion (source/cause cannot be identified)" since there was no troubleshooting, which would have made the case non-reportable. As a result, this case has now been determined to be non-reportable. Therefore, this MDR is being submitted to retract the initial report.